Event description:
It was reported the patient received inappropriate shock therapy. Tech services suggested increasing the ventricular fibrillation detection rate criteria. Recommended ensuring the function of the morphology supraventricular tachycardia discriminator. The device remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.